Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt implanted on an unk date with plate and screws had x-rays on (B)(6) 2012 that showed five screws loose. Medical surgical intervention was needed on an unk date. It is not known what the pt was revised to. This is 6 of 6 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system. Possible part/lot numbers for screws: 1 x 404.845/2766791, 1 x 404.830/2782088, 1 x 413.045/2784500, 1 x 413.040/2650854, 3 x 413.040/2767189, 1 x 413.035/2780945, 1 x 413.026/2651306, 1 x 413.026/2681691, 1 x 413.022/2716622. PMA/510k numbers for possible part numbers: k112583: 404.845: k000684: 413.045, 413.040, 413.026, 413.022: k011815: 413.035: preamend: 404.830. Manufacturing dates for possible lots: (B)(6) 2010: 413.040/2650854: (B)(6) 2010: 413.026/2651306: (B)(6) 2010: 413.026/2681691: (B)(6) 2011: 404.845/2766791: (B)(6) 2011: 404.830/2782088, 413.045/2784500, 413.035/2780945: (B)(6) 2011: 413.022/2716622.